Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the tips of the band appeared slightly discolored, possibly from blood contact. There were no damages observed; nor cut or scratch on the band. The cg band holder was not returned for analysis. Updated data: d.9: device available for evaluation h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty band, it was replaced with a band of the same size and model. The reason for the replacement was reported as while suturing on the band, it was observed that the buckle suture on the band fixator was broken. It was mentioned that the device was inspected prior to use upon its removal from its packaging and no issues were noted at that time. It was reported that the cinch was not overtightened while preparing the device. No additional adverse patient effects were reported.